Event description:
The reporter stated the surgeon attempted to insert a 24.0 diopter aa4204vf silicone single piece lens but there was a problem with injector and the lens tore. There was no pt contact. The reporter was unable to provide any add'l info.

Manufacturer narrative:
(B) (4) (problem with injector) unlabeled. (B) (4).